Manufacturer narrative:
No reported patient or procedural involvement. (B)(4). Device is an instrument and is not implanted or explanted. Product investigation summary: the following complaint device was received by customer quality for evaluation: one (1) 1.35mm cleaning brush (part: 319.25 / lot: unknown). The complaint condition for the returned brush was confirmed. Upon 10x magnification, it can be seen that a portion of the distal tip of the instrument has sheared off. The root cause cannot be definitively determined as the specific conditions at the time of the damage are unknown; it may be consistent with too much force applied on the instrument to clean the cannulations of the cannulated screw system instruments. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The returned instrument is part of the depuy synthes cleaning brushes, which are used during the instrument cleaning process to thoroughly clean the cannulation of cannulated screw system instruments. A review of the current design drawing for the top level assembly was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Without a valid lot number, a review of the device history records cannot be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was originally reported that the bristles on a 1.35mm cleaning brush had been breaking off of the device. The issue, which was discovered during inspection, reportedly occurred during sterile processing. The reporter confirms that there was no patient or procedural involvement. During the investigation of the returned device, which was completed on april 29, 2016, it was noted that the distal tip of the instrument had sheared off. As a result of this new information, the device was reassessed for reportability. This report is 1 of 1 for (B)(4).